Manufacturer narrative:
Investigation summary: the customer reported the enteral feeding set was leaking from the base of the bag. There was no patient injury reported. A device history record review of the reported lot number was unable to be completed as the lot number is invalid. A total of thirty (30) unused samples were received for evaluation. Visual inspection and functional testing were completed and confirmed the devices leaked between the cross-spike and tubing line. An additional (200) unused samples were returned for evaluation. Visual inspection and functional testing were completed and confirmed the devices were leaking between the cross-spike and tubing line. An investigation has been initiated to determine the root cause of this device failure. The root cause, investigation conclusion, and action plan will be documented within the investigation. This product issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set was leaking from the base of the bag. There was no patient injury.